Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual inspection of the returned product noted that the retainer and breathable pouch was received. The retainer had a pink foam attached to it. Six needles and four sutures were received. Three needles were attached to the retainer foam and three were attached to the pink foam. All four sutures were received attached to one needle each. Three of the received sutures were received inside the retainer. Further inspection of the retainer foam noted three needle indentations in addition to the ones created by the attached needles. No functional evaluation was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, only 6 pieces of suture were found in the package. The procedure was completed with another device. There was no patient harm.